Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber exhibits severe devitrification at the output area; the heat shrink tubing is damaged at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the fiber during a prostate procedure, the fiber cap fell off; the reporter had no additional case information. The procedure was completed using a second surgical fiber. There was no patient injury reported.